Manufacturer narrative:
Consumer experienced a chipped composite on their tooth. The serial and model numbers of the btoothbrush were not provided.device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the toothbrush chipped the composite on their tooth.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.